Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. However, due to insufficient information and part returns, the engineering team was unable to determine the root cause of this failure. The customer declined service to resolve the issue with a part replacement. Actions are underway to ensure the necessary information and parts are received to further investigate if this issue does recur. H3 other text : the customer did not accept the quote for repair to resolve the issue. No part return to evaluate.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the enclosure trigger had failed and the device would not lock when rotated. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.